Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was not returned for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the stent delivery system (sds) was attempting to advance through a previously placed stent, which likely contributed to the reported difficulties, as there was no damage noted to the stent prior to use. It should be noted the promus instructions for use (IFU) states: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. It is likely that the stent caught on the previously placed stent, damaging the struts, contributing to the difficulty removing the sds and the stent ultimately dislodging. The dislodged stent embolized to the patients leg, and additional treatment was used to snare the stent and remove it from the patient anatomy. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. The reported failure to advance, difficulty removing the sds, and stent dislodgment appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the left anterior descending (lad) artery with mild tortuosity. An unknown stent was placed in the circumflex artery and direct stenting was performed to place a 3.0 x 12 promus stent in the proximal lad. An attempt was made to advance the 2.5 x 15 promus in the distal lad; however, the stent could not reach the lesion. During removal, the 2.5 x 15 promus became caught on the previously placed stent in the lad, and dislodged. The dislodged stent embolized in the leg; therefore, a snare device was used to successfully retrieve the stent, and the procedure was completed. There were no adverse patient effects. No additional information was provided.